Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's report of "shut down" was not duplicated during testing with a test battery and ac power cable by power cycling and bench handling. The device was recertified and returned to the customer. Review of device activity logs showed that the first battery used prompted a "battery calibration required" message. Approximately twenty minutes later the device prompted a "low battery" message. Another "low battery" message followed fifteen minutes later accompanied by a "shutdown warning" message. The logs showed no evidence of any associated errors or battery communication issues. The battery and ac power cable used were not returned as part of this investigation. The customer's report of "unable to power back up" was not replicated or confirmed. Review of the log showed no evidence to confirm any attempts to power back on the device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while monitoring a patient (age & gender unknown) for chest pain, the device inappropriately shut down. Complainant indicated that the clinician obtained another battery and the device would not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.